Event description:
It was reported to boston scientific corporation on december 22, 2006 that an enteryx procedure kit was implanted in a female patient (weight unknown) in early 2005. According to the complainant, in april 2005 the patient experienced dysphagia of moderate intensity and underwent an esophagogastroduodenoscopy (egd), that did not proceed past the enteryx site. The event was reported by the patient on april 26, 2005 at the 3 month follow-up visit. The event is "not resolved". "The event is assessed as possibly related to the device and unrelated to the procedure."

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.